Event description:
Additional information was received confirming the issue was found during a bench test and no patient was involved.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was malfunctioning. It is not reading properly. Patient involvement is unknown.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The device failed the peep control test and high pressure alert occurred. The reported complaint is confirmed. The peep control valve was out of calibration. The peep control will be recalibrated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.